Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 60mg/dl. Troubleshooting was performed. The mother stated that the customer had high glucose in the 400 range for the last two days, but the number was not showing instead it was displaying "high". The caller stated that the customer was released after a few hours. The mother mentioned that the insulin pump alarmed off no power alarm. Reviewed the alarm history and found that the customer received a low battery alarm previously. Then the customer called back and stated that the battery cap did not resolve the issue, and the battery did not last more than a week. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.